Event description:
It was reported that post a percutaneous coronary intervention, in-stent restenosis occurred. The target lesion was located in the diagonal artery. A 2.25mm x 8mm promus element stent was deployed in the target lesion. Following deployment the stent was "blocked" and was treated using a non-bsc stent. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: 2011. If implanted, give date: 2011. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).